Manufacturer narrative:
Please note that the event date is unknown. Please note that the provided catalog number, 466fxxxx, represents an unknown optease filter. The actual catalog and lot number are unknown at this time. Complaint conclusion: as reported by the legal department, plaintiff underwent placement of an optease vena cava filter on or about (B)(6) 2009. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, filter embedded in wall of the ivc, filter unable to be retrieved, blood clots, clotting and occlusion of ivc filter. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vena cava thrombus in the filter does not represent a device malfunction. The reported vena cava thrombosis could not be confirmed without films for review. Factors that may have influenced the event include patient, pharmacological and lesion characteristics. Additionally, the retrieval difficulty could not be confirmed. At this time, the date of the attempted retrieval in unknown. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, plaintiff underwent placement of defendants' optease vena cava filter on or about (B)(6) 2009. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, filter embedded in wall of the ivc, filter unable to be retrieved, blood clots, clotting and occlusion of ivc filter. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.